Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer experienced an elevated blood glucose (bg) level ranging between 290-350 mg/dl resulting in a hospitalization. Manual injections were administered to address bg prior to hospitalization. Intravenous fluids and blood were administered/performed in the hospital. Customer was released from the hospital on (B)(6) 2020 with suspected kidney damage. Customer reverted to manual injections for insulin therapy.